Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
During an ssv treatment on (B)(6) 2015 the physician was unable to complete the procedure. When applying tumescent the temperature on the generator would not drop below 30. Through ultrasound imaging the physician felt comfortable that the proper amount of tumescent was administered. However, the patient felt discomfort or burning. The physician applied more tumescent and attempted to treat again. The patient complained of a burning pain in her foot. The physician stopped the treatment immediately. The patient was scheduled for follow up ultrasound on (B)(4) 2015 but did not return.